Manufacturer narrative:
Additional information has been received which is provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was stated that the drive support cap appeared as normal.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm and drive support cap was flush. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was not been exposed to any magnetic fields. Customer was able to complete pump rewind. Customer performed displacement test and it was passed, manual prime were successful and motor alarm did not recur. The device will not be returned for analysis.